Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Blood glucose was 150-250 mg/dl. Pump supplies were changed and insulin delivery was resumed. As the occlusions occurred in the past, tandem technical support was unable to determine a possible cause of the occlusions.